Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed stretching from the tip. Microscopic examination revealed no additional damages.

Event description:
It was reported that failure to deflate occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon catheter could not be fully deflated following the first inflation at 15 atmospheres for 10 seconds. As a result, the device was forcibly pulled into the sheath and removed. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that failure to deflate occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon catheter could not be fully deflated following the first inflation at 15 atmospheres for 10 seconds. As a result, the device was forcibly pulled into the sheath and removed. The procedure was completed with a different device. There were no patient complications as a result of this event.